Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the blade would not advance when activated.

Manufacturer narrative:
Blade will not advance- conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2009-01266 and medwatch 2210968-2009-01268. The same patient is represented in each medwatch.